Manufacturer narrative:
The following other knee devices also listed in this report: no 3. Triathlon ts plus tibial insert x3 poly 28mm, cat# 5537-g-328, lot# w32mke. Tri ts baseplate size 3. Cat# 5521-b-300, lot# wccd. It cannot be determined which, if any of these devices may have caused or contributed to the pt's instability. An eval of the device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. X-rays and medical records are not available due to hospital protocol. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt presented with instability. Surgeon replaced tibial component and poly with a new construct using tibial augments, stem and insert."